Event description:
It was reported the patient is still experiencing some pain after having a elevate anterior prolapse repair system revision surgery on (B)(6) 2013 due to tension at the apex. The physician removed all the mesh except a couple centimeters of the fixation arm, and replaced it with a new elevate anterior system. It was noted by the physician that upon the exam the anterior wall felt normal. It was additionally reported on the patient's last exam there was nothing to note on vaginal exam but the patient was still experiencing indeterminate pain so the physician referred the patient to a local pain specialist. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.